Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer returned one photo. The photo was evaluated and it was observed that the connector was cracked. Fifty (50) samples were taken from current production at the manufacturing facility and inspected according to the quality procedure. No issues were observed. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the visual exam of the photo received, the complaint was confirmed. A root cause could not be determined as the actual sample is needed to perform a proper investigation. If the sample is returned, a follow-up report will be submitted with investigation results. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint received via email : alleges "we have noticed a fault with your e.t. Tubes" with attached to the email a photo showing a cracked connector in front of an endotracheal tube package. No report of patient involvement. It is unclear if it was in the clinical setting.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint complaint received via email : alleges "we have noticed a fault with your e.t. Tubes" with attached to the email a photo showing a cracked connector in front of an endotracheal tube package. No report of patient involvement. It is unclear if it was in the clinical setting.